Manufacturer narrative:
(B)(4). Batch # n91f7g. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 malformed clip was fed due to the anti-backup feature was non-functional and then it fed intermittent clips and form 13 clip as intended. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe and the ratchet were found to be damaged causing the feeding issues. No conclusion could be reached as to what may have caused the found damages. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was attempting to clip the cystic duct, but there were no clips in the device. This caused an increased amount of bile to spill into the abdomen. Case completed with another device of the same product code. There were no patient consequences reported.